Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer receiving bupivacaine, dilaudid, and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that 15-20 years ago the patient experienced withdrawal post pump replacement surgery. The caller stated that when the new pump was put in the healthcare provider (hcp) "nicked the line" of the catheter which caused her medication to pause. No further complications have been reported as a result of this event.